Event description:
Per maude event report (B)(4), during a laparoscopic gastric sleeve procedure, the firing of the echelon endopath 60mm stapler (gold staple load) resulted in a 60mm gastric defect without staples. The knife blade performed to divide the stomach, but no staples deployed. This resulted in conversion of the procedure to an open laparotomy. The sleeve gastrectomy was aborted due to gastric damage and a resecectional gastric bypass was performed. Device is not available for return.

Manufacturer narrative:
(B)(4). Date sent: 02/23/2009. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.